Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the suction device would not aspirate, as negative pressure was applied during a pretest. The device was replaced.

Manufacturer narrative:
The reported issue was unconfirmed. During the visual inspection the evacuator was inspected by sinks, short shots, cracks, distortions, voids, and bubbles that may have contributed to the defect reported and no problem was observed. Further, assembly of the valve and cap of the evacuator were inspected and found no problem. The sample was functionally tested; the evacuator received was compressed and rolled from the bottom toward the top to force all the air from the unit. The round drain (is not part of the sample received) was placed in water and the evacuator was able to suction 200cc and return to its original position. This test was repeated five times with the same results. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿indications for use: this product is intended for closed wound drainage following head and neck, abdominal, ent, ob/gyn, plastic surgery, cardiothoracic surgery, and neurosurgery. Drain placement for 100cc, 200cc, and 400cc silicone evacuators place wound drains(s) within critical fluid collection areas. Draw non-perforated section of wound drain through skin until drain indicator mark appears at the skin surface. Attach non-perforated section of drain directly to evacuator inlet port. 200cc and 400cc silicone evacuators: when using 2 silicone drains with one evacuator, clip. Sealed inlet port and attached second drain. Drain placement for all other evacuators. Place wound drains(s) within critical fluid collection areas. Draw non-perforated section of wound drain through skin until drain indicator mark appears at the skin surface. Attach non-perforated section of drain either to y-connector or directly to evacuator inlet port. With two silicone drains, attach blue adaptors to drains and y-connector, and attach y-connector to inlet port. Note: for 1/8¿ (3.2mm) round drain, y-connector or, enclosed 1/8¿ (3.2mm) drain adapter must be used to connect to evacuator. Caution: do not puncture or perforate drain. With silicone round double drain, attaching to auxiliary suction. Connect suction tube to empty port using a stepped 5-in-1 connector. During auxiliary suction evacuator will deflate and exudate will flow through evacuator into suction tube. To establish suction: open empty port. Squeeze evacuator. Close empty port. Note: reflux of fluid to the patient is minimized during reactivation by an anti-reflux valve in inlet port. To empty container. Open empty port over collection basin. Squeeze evacuator to empty. To re-establish suction repeat step ¿e¿ above. To read fluid volume: invert unit. Open empty port to release vacuum. Read and record approximate volume. Empty and reactivate evacuator. Important. Check for fluid entering closed wound suction evacuator. Lack of flow may indicate all exudate has been removed. When not using auxiliary suction during surgical wound closure, several activations of the closed wound suction evacuator may be required to establish suction because of: air entering partially closed wound. An operative air pocket. It is recommended that auxiliary suction be used during surgical closure. The attached strap may be used to secure the evacuator to the patient. Precaution: avoid suturing through the drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. It should not be handled with pointed, tooth or blunt instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain." (B)(4). Correction: manufacturer name, city and state, model #, MFR site.

Event description:
It was reported that the suction device would not aspirate, as negative pressure was applied during a pretest. The device was replaced.